Event description:
It was reported, nurse noted that the back of the syringe was shattered and medication was leaking out.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that the back of the syringe was shattered and medication was leaking. To support the investigation, one sample received in an opened blister package was provided to the quality team for evaluation. A visual inspection confirmed damage to the syringe barrel, including cracks. No additional defects or irregularities were observed. This condition may be consistent with a jam occurring during the syringe assembly process. A device history record review was completed for material number 302830, lot 5322263. The review identified no quality issues during production that could have contributed to the reported condition, and no related quality notifications were identified. All in process checks and final inspections met specification requirements. Verification of the assembly process was also performed; rail and conveyor alignment were confirmed to be correct, and product flow was observed to be acceptable. To date, no similar events have been reported for this lot. Based on the investigation results and the analysis of the returned sample, the customer reported symptom is confirmed.